Manufacturer narrative:
The reported event helix mechanism issue was confirmed. Final analysis found as received, a complete lead was returned in one piece. The lead was returned with the helix partially extended and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was noted that the helix was unable to retract or extend on the lead. The device was not used, and the physician elected to complete the procedure with a different lead. The patient¿s condition was stable.